Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery being performed. During the procedure, fluid loss was identified as both tubes between the pump and cylinders had obvious break points. There were no patient complications.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a revision surgery being scheduled. There were no patient complications.